Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported device was received for evaluation; the event was confirmed during testing. Evaluation found damaged bearings, which is known to cause or contribute to overheating, and a corroded motor assembly, which is known to cause or contribute to slow brakes. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes "1" malfunction event, in which the device overheated at the user facility and during service, had slow brakes. There was no patient involvement when the device reportedly had slow brakes and there was patient involvement when the device overheated; no patient impact.